Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. After predilating the lesion using a 2.5mm x 20mm non bsc balloon catheter, a 3.00mm x 24mm promus element plus stent was advanced but was not able to cross the target lesion due to severe tortuosity. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged. The distal stent struts on the 2 most proximal rows were lifted and misaligned and struts on the 6th row from the distal end was bent distally. No other issues were noted with the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).